Event description:
Consumer alleges that he has been waiting for new elr's. The consumer has a single right leg amputation and also has severe edema. He is alleging that from not having the elr's he allegedly has swelling, blisters and now abscesses.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.